Manufacturer narrative:
Pt info: unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - clinical code (B)(4). Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Customer reported having a patient issue. They indicated sack torn while inserting an intraocular lens (iol) into a patient's left eye. The iol was cut out and replaced. The incision had to be enlarged. It is unclear whether the iol caused the capsule tear. The replacement lens is a different johnson & johnson iol model za9003, +19.5 diopter. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 8, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received stuck to the original lens case and cut in half. The lens was removed from the case and cleaned, revealing that the lens was also torn. No further issues could be observed with the lens. Based on the return condition of the lens, no further product evaluation could be performed. A product quality deficiency could not be determined. The complaint issue "capsule tear", "removal and replacements", and "incision enlargement" could not be identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.